Event description:
It was reported that the programmer would not power on. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer did not power on and therefore the power supply was replaced. Analysis also found that the system fan was noisy and that the lower display hinge was loose. The fan and the hinge were replaced. (B)(4).